Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The customer has not requested getinge service at this time. Good faith efforts (gfe) attempts are being made to the customer to obtain additional information on this complaint event. If the customer responds to our gfes with pertinent information, then a supplemental report will be sent. Not returned to manufacturer.

Event description:
It was reported that on start-up, the cardiosave intra-aortic balloon pump (iabp) alarmed for "autofill failure." The iabp would autofill after disconnecting the helium tubing and initiating 3 consecutive autofills. The iabp performed as expected when reconnected to the intra-aortic balloon (iab). There was no known harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
This complaint is being closed as the repair information has not been provided after three (3) attempts made to obtain the relevant information.  If additional information is provided later, we will re-open this record and update it accordingly.

Event description:
It was reported that on start-up, the cardiosave intra-aortic balloon pump (iabp) alarmed for "autofill failure." The iabp would autofill after disconnecting the helium tubing and initiating 3 consecutive autofills. The iabp performed as expected when reconnected to the intra-aortic balloon (iab). There was no known harm or injury to the patient and no adverse event was reported.